Manufacturer narrative:
(B)(4)

Event description:
Cgm accuracy the sensor was inserted into the arm, which is off-label usage of the device. There were no reported glucose values available to search within the parkes error grid calculator.